Event description:
It was reported that the patient presented to the emergency department after experiencing dizziness and syncope while mowing their lawn. Upon review of the device transmission it was noted that there was a lead integrity alert (lia) on the right ventricular (rv) lead for elevated sensing integrity counter (sic) and high-rate non-sustained episodes. It was noted that this was due to oversensing of noise and a confirmed fracture of the low voltage portion of the lead. The lead was programmed off and the patient was transferred to a different hospital where the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.